Event description:
It was reported that after completing lasik flap, the surgeon noticed the presence of anterior chamber bubbles. The surgeon waited approximately 3 hours and decided to proceed with treatment. No patient injury indicated. The surgeon has completed patient treatment. No further information is available.

Manufacturer narrative:
Section a4 and a5: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as the laser system is not an implantable device. Section d6b: if explanted, give date: not applicable, as the laser system is not an implantable device. Section h3: the laser system was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.